Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as raw open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.